Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, during the preparation for the insertion of a PICC line, the doctor inserted the needle and then the guide wire. Halfway through, the doctor felt resistance and withdrew the guidewire by about 5 cm, then made a second attempt without success. When he withdrew the guidewire for the second time, the guidewire was frayed and there were filaments coming out of it. A second doctor was called, and they completely removed the guidewire. An x-ray was done to ensure no debris remained internally. There was an impact on the quality of care. Additionally, the patient experienced a lot of stress and did not receive a PICC line. Follow-up was conducted with this patient, including a physical examination, an ultrasound, and monitoring. Ultimately, there will be no short-term or long-term consequences for this patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed and was determined to be use related. One nitinol guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The core wire was observed to be broken which allowed the coiled wire to unravel. The distal tip of the guidewire was observed to be missing. A microscopic observation revealed the break site of the core wire was tapered and slightly angled, which is characteristic of a tensile break caused by excessive pulling on the guidewire. Normal movement of the guidewire is away from the sharpened bevel of the introducer needle and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. The product IFU states: ¿if the guidewire must be withdrawn while the needle is inserted, remove both needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ this complaint will be recorded for future trending and monitoring purposes.